Manufacturer narrative:
Method: the sample has been received for inspection and evaluation. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(6).

Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: not applicable. Flow rate: not applicable. Procedure: revision of right total knee replacement. Cathplace: unknown, not provided. Catheter tip broke off. Pt had surgery to remove tip section on (B)(6) 2012. Catheter used with a p270x5 pump per the reported lot number. Pt contact: yes. Adverse event: yes.